Event description:
The account alleged unintentional movement of the head and foot hi/low. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.